Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot noted, minor scratches on liquid crystal display window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer had had a low battery and could not open the battery cap. Customer's blood glucose level was 452 mg/dl. Customer stated that they are unable to remove the battery cap. Customer attempted removal with a large screwdriver but was unsuccessful. Customer was advised to discontinue use of the pump if the battery is low. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.